Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery below the knee. A 4.0 mm x 15 mm wolverine peripheral cutting balloon was used for treatment. During the procedure, at first inflation, it was noted that the balloon ruptured at 10 atm within 40-50 seconds. The device was simply removed using the normal method without any problem. The procedure was completed with another of the same device. No patient complications were reported.